Event description:
As part of a legal dispute, intuitive surgical inc. (Isi) received information regarding a patient that underwent a da vinci si hysterectomy procedure on (B)(6) 2012. According to the legal document, the patient was alleged to have sustained a thermal burn to a ureter which led to extravasation of the ureter. On (B)(6) 2013, isi contacted the risk management department at the site. The risk manager reviewed the operative report and did not see any documentation that a malfunction of the da vinci si system, an instrument, or an accessory occurred during the surgical procedure. The risk manager also stated that there were no reports to the risk management department that a malfunction of the da vinci si surgical system occurred during the surgical procedure. Based on her review of the operative report, the risk manager noted a statement that the uterine artery was burned out toward that area and was then excised by the surgeon. The risk manager was unable to provide clarification as to what was meant by the uterine artery was burned out.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause of the post-operative complications experienced by the patient. Based on the risk manager's review of the operative report, there was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: a patient's attorney alleged that the patient sustained a thermal burn to a ureter after undergoing a da vinci si hysterectomy procedure. However, at this time, it is unknown how the patient's alleged injury occurred.